Event description:
A peritoneal dialysis (pd) pt was admitted on (B)(6) 2013 after he presented to the emergency room (ER) with a heart rate in the 20's and his serum potassium was 6.5meq. At the time of admission the pt was had complaints of tiredness and weakness. His blood pressure was 160/70; cardiac rate increased to 50 per minute with first degree av block and sinus rhythm after receiving atropine and fluids. His final diagnoses was severe brady arrhythmia secondary to the drugs, amiodarone and metoprolol and hyperkalemia. The pt was discharged on (B)(6) 2013.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the physician's assessment of the reported info and the plant's investigation.